Event description:
A malfunction code was reported, indicating a pump issue, but no notable events occurred prior to the malfunction. There was no adverse impact on the customer¿s blood glucose level. Technical support decided to replace the faulty pump, confirmed the shipping address, and advised the customer to deplete the battery fully before returning the device. The customer understood the instructions and acknowledged the pre-paid label return process, and planned to use mdi as a backup insulin therapy.